Event description:
The sales rep reported the distal tip of a guidewire, used with a healix transtend ds anchor, broke upon insertion into the patient during a shoulder procedure. The surgeon removed all broken fragments of the guidewire, nothing was left inside the patient. He then used another guidewire to complete the procedure. There were no patient consequences. The procedure was extended by 15 minutes. The device is coming back for evaluation. No further details were available.

Manufacturer narrative:
The complaint guidewire was received and evaluated. Visual inspection confirms the guidewire is broken. The guidewires are designed to be thin wires and exerting excess torque or side loads while in use can lead to this type of breaks. This failure can be attributed to user technique. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated non-conformance and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. Based on the complaint history for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported the distal tip of a guidewire, used with a healix transtend ds anchor, broke upon insertion into the patient during a shoulder procedure. The surgeon removed all broken fragments of the guidewire, nothing was left inside the patient. He then used another guidewire to complete the procedure. There were no patient consequences. The procedure was extended by 15 minutes. The device is coming back for evaluation. No further details were available.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.